Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometritis, leiomyoma and adenomyosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and anaemia ("anemia secondary to hysteromegaly"). The patient was treated with surgery (essure removed o). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia and anaemia outcome was unknown. The reporter considered anaemia, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix/ endocervix: within normal limits. Endometrium: proliferative, pattern with chronic endometritis. Myometrium: benign leiomyomata; focal adenomyosis. Bilateral fallopian tubes: within normal limits. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: chronic pelvic pain, menorrhagia, anemia secondary to hysteromegaly. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometritis, leiomyoma nos and adenomyosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and anaemia ("anemia secondary to hysteromegaly"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia and anaemia outcome was unknown. The reporter considered anaemia, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: a. Cervix/ endocervix: within normal limits. B. Endometrium: proliferative, pattern with chronic endometritis. C, myometrium: benign leiomyomata; focal adenomyosis. D. Bilateral fallopian tubes: within normal limits. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: chronic pelvic pain, menorrhagia, anemia secondary to hysteromegaly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Surgery updated in non drug treatment notes from previous initial dated (B)(6) 2020. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.